Event description:
It was reported that an ilet pump¿s display screen cracked after an external impact, and the user subsequently could not unlock or operate the device; the device required replacement and return was arranged. Symptoms included no reported adverse physiological effects, with blood glucose noted as 111 mg/dl and not affected. Outcomes included continued therapy management via cgm using the dexcom app or receiver and instructions to shut down the ilet to prevent further alerts, with data resynchronization to occur after replacement startup. Investigation included complaint intake, verification of device identification, user guidance on shutdown and return, and logistics for replacement. Investigation of this case revealed a mechanical screen damage affecting the user interface, consistent with physical damage to the display component, with no device-generated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.